Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduced the reported issue. The was found the power management board to be defective, the fse replaced it and the internal communication error is rectified. However the iabp is now showing iab maintenance required message, and it was found that the compressor needs to be replaced. The iabp has not been cleared for clinical use.

Event description:
It was reported that during a routine check performed by the customer, an internal communication error was observed while turning off the system in ac power in a cardiosave intra-aortic balloon pump (iabp), it was also observed that the iabp was unable to switch off and a long alarm was produced while turning off the system in ac power and that the system automatically would boot while connected to ac power. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The customer unable to produce po for battery replacement. We will submit a supplement report if additional information received about the battery replacement.

Event description:
It was reported that during a routine check performed by the customer, an internal communication error was observed while turning off the system in ac power in a cardiosave intra-aortic balloon pump (iabp), it was also observed that the iabp was unable to switch off and a long alarm was produced while turning off the system in ac power and that the system automatically would boot while connected to ac power. There was no patient involvement and no adverse event was reported.

Event description:
It was reported that during a routine check performed by the customer, an internal communication error was observed while turning off the system in ac power in a cardiosave intra-aortic balloon pump (iabp), it was also observed that the iabp was unable to switch off and a long alarm was produced while turning off the system in ac power and that the system automatically would boot while connected to ac power. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge fse that was performing the repairs reported that the problem was rectified by replacing the scroll compressor, and also calibrated the vacuum and pressure regulator. The iabp was then working satisfactory. However, the fse had found that the batteries of the iabp were too low and needed to be replaced urgently for proper working operation of the iabp unit. The iabp unit was handed over to the customer with instructions that the batteries need to be replaced urgently, and also the customer was advised not to use the iabp until batteries were replaced. At the moment the getinge fse is waiting for battery purchase order from customer to complete the repairs. A supplemental report will be sent upon completion of these repairs.